Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2017. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 19292856.

Event description:
It was reported that the patient was feeling the stimulation in the non-target area. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.